Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, heavily tortuous circumflex artery (cx). A dissection and perforation were observed in the cx to the aorta after post-dilatation of the deployed non-abbott stent implant with the 2.5x15 mm trek balloon catheter. As this hospital did not have surgical backup at the time, the patient was transferred to a different hospital, (B)(6), for treatment; however, no treatment was performed on the patient as a computed tomography scan showed that the bleeding had stopped. Approximately 3-4 weeks later, the patient was rehospitalized at (B)(6) experiencing ischemia and chest pain. The patient was recathed and on angiography the patient was observed to have two visible dots in the area of the circumflex to the left main. Upon further investigation it was determined that the dots were markers and that the balloon from the trek balloon catheter used in the previous procedure for post-dilatation had separated and remained in the artery. The patient was again transferred to (B)(6) where an attempt was made to snare the separated piece of balloon; however, this was unsuccessful. A stent implant was deployed compressing the separated piece of balloon to the vessel wall successfully. Blood flow was restored and the patient has been discharged with no other symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of vessel dissection, perforation and angina are listed as known adverse events in the rx trek instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency.

Event description:
Subsequent to the previously filed medwatch, new information received states that no resistance was felt during advancement or retrieval of the balloon catheter in the anatomy.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.